Event description:
Customer reported a no delivery alarm on her insulin pump during priming. Customer's blood glucose is 422 mg/dl. She treated with a manual injection. Customer disconnected from the device and ran a fixed prime, but the device alarmed no delivery. Customer tried manually pushing insulin through the tubing, but there was greater than normal resistance. Customer was advised the alarm was caused by a connection issue. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.